Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The available iegms revealed the presence of noise in the right ventricular channel, confirming the clinical observation. Based on the available data, the root cause of the noise could not be determined. It cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical observation. Furthermore, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process that might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. In the available iegms the occurrence of noise was observed in the right ventricular channel. Based on the available data the root cause of the noise could not be determined.

Event description:
Ous MDR - it was reported that approx. 36 months after the implant 2 oversensing episodes were noted. The device remains implanted.